Event description:
Reportedly, on (B)(6) 2026, the patient was advised by the hospital that data transmission had not been confirmed and pressed the transmit button on the smartview monitor. The patient subsequently noticed that the power indicator was not illuminated and reported the issue to customer support (cs) by phone.after pressing the reset button and restarting the device, it was confirmed that the power indicator changed from orange to green.on (B)(6) 2026, the smartview monitor was replaced.